Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed, there were some black scuffs present on the body. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 4.37 secs, insertion 2: 3.10 secs, insertion 3: 3.03 secs. Hard profile (105 lbs/ft3): insertion 1: 7.19 secs, insertion 2: 6.66 secs, insertion 3: 6.91 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 04/2016 and is approximately 4.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Event description:
Issue reported: driver completely stopped when under load when use on patient despite green light showing. Chief states that driver spins with green light but crew reported that driver completely stopped turning when attempted to use. Unsure if manual io was attempted or if they used the driver from amr ambulance on scene (chief still needs to speak with the crew). Chief also states that he trains his members using eggs and has them stop the 15mm needle without touching the hub to the egg to ensure they are not applying too much pressure. Additional information: after the driver failed our providers got a replacement driver from another unit on scene. The patient was in full cardiac arrest at the time of the driver failure, rosc was later achieved enroute to the ed. I'm unsure of the patient's final status/acuity.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor, and trend related events.

Event description:
Issue reported: driver completely stopped when under load when use on patient despite green light showing. Chief states that driver spins with green light, but crew reported that driver completely stopped turning when attempted to use. Unsure if manual io was attempted, or if they used the driver from amr ambulance on scene (chief still needs to speak with the crew). Chief also states that he trains his members using eggs and has them stop the 15mm needle without touching the hub to the egg to ensure they are not applying too much pressure. Additional information: after the driver failed our providers got a replacement driver from another unit on scene. The patient was in full cardiac arrest at the time of the driver failure, rosc was later achieved enroute to the ed. I'm unsure of the patient's final status/acuity.